Event description:
Per biosmart, this system was removed due to a foot infection. There is no indication that the system was replaced. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.